Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the nurse opened the peripherally intubated central venous catheter, unpacked it and saw the slit at the front of the sheath, promptly discovering that it was not in use on the patient. No other information was provided.